Manufacturer narrative:
This info has not been provided. Additional info has been requested. Subject device stripped during implantation and was removed. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. MFR date could not be determined without a lot number.

Event description:
Surgeon experienced difficulty with a total of eight screws. The head of 3 screws broke off, and 5 heads stripped. The body of 3 screws remained in the pt. Per the attending resident surgeon, the broken and stripped screws added 45 minutes to the case. Surgeon was able to complete the procedure. This report is #5 of 8 for the same procedure.